Event description:
The patient reported experiencing the severe chest pain when stimulation was turned on. After attempting to reprogram the patient, the decision was made to explant the system, as it is no longer helping with the patient's pain.